Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found the wire harness hitting the hybrid arm cup transfer z-axis causing the guard to fall off and jam the hybrid axis and drop cups into the cup/tip land belt then causing cup tip lane home error. Fse removed jammed cups, adjusted wire harness, replaced worn z flat cable and put the guard back on the cup transfer. Also, optimized alignments for cup transfer to cup/tip land and incubator. Then fse adjusted sorter cup in cup/tip lane. Customer ran controls and all were within range and without any errors. Instrument is functioning as intended and was released. The most probable cause for this event is the wire harness hitting z-axis of hybrid arm cup transfer . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 4241 hybrid arm y-axis home detection failure on their aia-2000. The customer performed all set home, reboot the instrument and clean procedure but the hybrid arm is not moving. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, prl, lhii and fsh, prog and afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.